Event description:
The bd syringe pump module alarmed with the notification "calibrate". The error occurred during setup and could not be programmed. The module was disconnected from the system and replaced.